Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm portico transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During device preparation it was observed that the retainer tabs were mounted incorrectly on the the outside of the valve capsule of the delivery system, causing the valve stent to be bent and the valve capsule to be torn. The valve and delivery system did not make contact with the patient and were replaced with a new 27mm portico transcatheter aortic valve and a large flexnav delivery system. During the procedure it was noted that the delivery system kinked while inserting over the right femoral artery. The delivery system was removed from the patient and replaced with a new large flexnav delivery system. The vessel was pre-dilated with a 12f and a 14f introducer. The same valve was used and implanted. It was observed that the patient had a dissected right femoral artery. The artery was repaired with a percutaneous transluminal angioplasty (pta) during the procedure. It was believed that due to the patient's anatomy, there was no adequate support while inserting the second delivery system, in which excessive tension during the attempts to insert the delivery system may have caused the dissection. The patient status was stable.

Manufacturer narrative:
An event of difficult to insert and use of device problem related tissue damage was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the vessel was pre-dilated with a 12f and a 14f introducer. It was observed that the patient had a dissected right femoral artery. The artery was repaired with a percutaneous transluminal angioplasty (pta) during the procedure. It was believed that due to the patient's anatomy, there was no adequate support while inserting the second delivery system, in which excessive tension during the attempts to insert the delivery system may have caused the dissection. Based on the information received, the cause of the reported difficult to insert device into patient and use of device problem related tissue damage appeared to be related a combination of procedural conditions and patient conditions (patient's obesity). The reported vascular dissection appears to be related to procedural conditions. The reported unexpected medical interventions were results of case-specific circumstances as the artery was repaired with a pta. There is no indication of a product quality issue with regards to manufacture, design, or labeling.